Event description:
It was reported that the patient presented remotely via merlin.net and later followed up in clinic. It was noted that the pacemaker exhibited far field r wave over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was in stable condition.